Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The head was returned for investigation. On one side of the articulating surface it is possible to see a large area of metal transfer that extends till the chamfer of the bevel. It can be assumed that the metal transfer appeared after dislocation or repositioning. The adapter shows some scratches and dents. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were received and reviewed by a health care professional. The patient is male and was born in 1943. The patient underwent an initial right tha on mar 07, 2005 due to unknown reason with competitor products. Subsequently, on feb 19, 2019, the patient underwent a first revision surgery due to wear and during this procedure a zimmer biomet hip system was implanted. On oct 23, 2023, the patient was revised for a second time after dislocating four times within 10 days after a fall at home. During this procedure, surgeon noticed a bit of plastic poly lip broke off, so these were removed and replaced. Two images provided and reviewed; however, due to the radiographs being undated, a timeline could not be established. The reported event states that the patient suffered of multiple hip dislocations after a fall at home. The analysis of the liner in the linked split complaint ((B)(4). ) can confirm the fracture. The analysis of the head in this complaint shows signs of dislocation. It can be assumed that the observed issues, including the fall of the patient, the fracture of the liner, and the head dislocation, are interconnected. However, the exact sequence and causative relationship among these factors cannot be definitively determined. Despite the uncertainty regarding the chronological onset of these issues, it is evident that they collectively led to the revision surgery for the patient. In conclusion, the event can be confirmed, but a definitive root cause could not be identified. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: report source: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision approximately 4 years post implantation due to multiple hip dislocations associated with fall and poly breaking. Attempts have been made and additional information on the reported event is unavailable at this time.